Event description:
Customer reported the mainframe failed to boot, but the workstation booted normally. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the stator transformer. System operates as intended. This MDR is related to ge healthcare complaint.